Event description:
It was reported that during a procedure of implanting the cervical plate and screws, a locking screw of the plate slipped during tightening. The locking screw could not be removed or tightened. The procedure reportedly completed without the locking screw locked tightly enough.

Manufacturer narrative:
Device remained implanted, product return is not possible. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.